Manufacturer narrative:
PMA/510(k) # - exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an ngage basket would not open properly during a ureteroscopy procedure. The ngage graspers was put thru the flexible ureteroscope, but would not open. They used another ngage to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: investigation evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, instructions for use, manufacturing instructions, and quality control data. One stone extractor was returned for investigation. The returned packaging confirmed lot number 8958984. The device was returned with handle in open position. The basket formation was in the closed position. The male luer lock adapter (mlla) is finger tight. The collet knob is tight and secure. The polyethylene terephthalate tubing (pett) measures approximately 4 cm in length. Visual examination noted the support sheath is severed 2 mm from mlla. 1.5 cm of the basket sheath is exposed between the support sheath points of separation. The coil assembly is bent over 3 mm from the mlla. Functional testing found that the handle does not actuate the basket formation. A review of the device history record found there were no non-conformances associated with the complaint device lot number that would cause or contribute to the reported failure. A review of complaint history records revealed this is the only complaint associated with the complaint device lot number 8958984. As found in the instructions for use (IFU): caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. All devices are inspected for functionality and damage prior to packaging and are packaged with the basket open. The IFU contains cautions about manipulating the device to prevent damage. The complaint device was found to have a basket that would not open due to sheath damage. The red support sheath at the handle was found to be separated. The separation prevented any movement of the handle from being transferred to the sheath to function the basket. It is likely excessive force was inadvertently applied to the support sheath during handling / use of the device that caused the support sheath to separate. Devices are inspected for damage and functionality prior to packaging. The investigation conclusion is cause traced to user; unintended use error caused or contributed to event. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 09oct2018. The device was tested prior to use. A laser was in use during the procedure.